Manufacturer narrative:
The reagent lot number is 944640. The expiration date was not provided. The field service representative found a dripping nozzle. He adjusted the detergent volume and replaced the spring on the nozzle. He performed validation checks with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 28.8 mol/l. The repeated results were 90.0 mol/l and 90.3 mol/l.